Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported the reason for the call was the patient reported that they were not getting a bolus and kept getting reconnect but when they connect the screen wouldn't even show any percentage to say it was connecting. When asked about event date, the patient mentioned it was on and off. The patient added that they were at the clinic the last time and was assisted in getting bolus but when they tried to get bolus last night they couldn't. They stated it took a while to even start the connection. The agent had the patient close the app and assisted in deleting the data. Bolus: 2/day version: 1.0.1124 handset serial number: rf8rb0kwrnz. The patient was able to connect to the pump and got a bolus with a lockout of 5 hours 59 minutes. The agent reviewed information. The patient would call back when they needed further assistance.